Event description:
Information was received from a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor. Patient reported she was having severe bowel problems. It was indicated that the last time she had a normal bowel movement (bm) was over a week ago. Since then, it has been hard bm. She had the urgency to go on the morning of this call but when she got out of bed and heading to the bathroom, she did not make it. She stated she exploded. The change in symptom was considered sudden. On day of report, she was able to use the programmer and verify stim was currently on. She was set on program 2 at 3.0. She was not able to increase stim because it was uncomfortable. She decreased stim to 3 and stated she would leave on this current setting and would continue to track her symptoms. Two weeks later, patient further reported that she still had explosive bowel movement (a very loose bm) as of (B)(6) 2016. Patient also stated the step taking to resolve bm and incontinence indicated she stopped taking magnesium.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.